Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a vertebroplasty procedure, after mixing, the product had the problem of early solidification making it impossible to pull up and down. The surgeon an alternate device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) confidence spinal cement system confidence plus kit spinal cement system 11cc this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint condition was confirmed for the confidence spinal cmt sys, 11c (p/n: 283910000, lot #: 291458). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. The confidence spinal cement system kit¿s instructions for use states that the cement should be stored unopened in its original packaging, in a dry, clean place away from light, at a maximum temperature between 41° f (5° c) and 77° f (25° c). Working time at operating room and material temperature of 20 degrees celsius is 9 minutes. The handling characteristics and setting time can vary if the product has not been fully equilibrated at 68° f (20° c) before use. The unopened product should be stored at 68° f (20° c) for a minimum of 24 hours before use. No other potential defects were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 283910000. Lot : 291458. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 02.10.2020. Cement lot number : 9552808. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.